Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2024 under general anaesthesia. The patient also developed an infection at the implant site which was treated with IV and oral antibiotics. The patient abutment was replaced to 12mm abutment.